Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 19. On (B)(6) 2025, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.